Manufacturer narrative:
This device is not available for return as it was disposed of after the explant procedure. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the interventricular septum. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead was disposed of after surgery.

Event description:
It was reported that this right ventricular (rv) lead perforated the interventricular septum. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead was disposed of after surgery.

Manufacturer narrative:
Investigation in progress.